Manufacturer narrative:
Investigation conclusion: the customer did not provide a laboratory reference value for comparison. The accuracy of the customer's result could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In house testing on retained strip lot 376826a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.5 - 3.5. On (B)(6) 2015 inratio inr = 2.4. On (B)(6) 2015 inratio inr = 3.8. Patient self tester stated after receiving an inratio of 2.4 on (B)(6) 2015 patient adjusted his coumadin medication level. He was scheduled to go in for surgery to have a pacemaker put in on (B)(6) 2015 and was trying to lower his inr. After obtaining inratio result of 2.4, he reduced his coumadin from 1 pill to 1/2 pill. When patient retested on (B)(6) 2015, his inratio inr result was 3.8. No reported adverse patient sequela.